Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini pockets are opening too many pockets when pulling the medications. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) closed the case with a note ¿case no update from bd fst¿. Further, follow up has been completed with tss to get the resolution but there was no response received. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini pockets were opening too many pockets when pulling the medications. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.